Event description:
Cover on handpiece came off in patient's mouth during a crown prep procedure, and the patient swallowed the cover. Patient did not require any medical intervention and has passed the cover naturally.